Event description:
It was reported that during deployment of a vascular stent in the iliac artery the stent was partially deployed and the wire broke inside the handle. The handle was disassembled and the physician pulled on the wire and stability sheath to successfully complete the stent deployment; however, the stent elongated during the process. There was no reported pt injury.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The device was returned for evaluation. The investigation is currently underway.